Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the PICC catheter was placed under ultrasound on (B)(6) 2025, and was maintained on (B)(6) 2025 with pain in the upper arm and fluid oozing out of the puncture port during push injections, which led to removal of the catheter, which was found to have ruptured approximately 4 cm inside the puncture port after removal. The catheter was used for only 1 month. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed a catheter inserted in a patient's arm. In the video, as the catheter was flushed, a clear liquid sprayed out from the catheter tubing near the insertion site; however, no splits or other damaged could be discerned on the sample in the returned video. The catheter tubing was observed to kink proximal to the insertion site during manipulation of the catheter in the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.